Event description:
Pt with probable congestive heart failure. Implant placed 7/19/96. On 10/8/96, pt developed speech impairment with right hemiparesis. Work-up indicated embolic event and pt was anticoagulated. Pt's symptoms improved. On 10/10/96 pt developed global aphasis and right hemiplegia. Computerized tomography scan showed large posterior-frontal intracerebral hematoma. Evacuated successfully. On 10/12/96, pt had another intracerebral bleed (hemorrhage) with herniation of brain. Pt expired 10/13/96. It is unclear that the device was implicated in the outcome. A verbal report was provided to the MFR, april 10, 1998, so that co could provide a preliminary report to the FDA.